Event description:
Customer reported that the ventilator stopped cycling while on use on a pt. The pt was not harmed or injured as a result of the event. The puritan bennett customer support engineer was not authorized to service the ventilator. The customer replaced the bdu cpu.

Manufacturer narrative:
Pb was not authorized to repair unit. The part replaced by the cse has been returned and will be evaluated. As per customer unit tested according to hospitals specifications. Should new info become available pb will notify the FDA.